Event description:
Pt testing blood glucose on suspect device and gradually getting higher and higher readings. Dr not concerned at this time. Pt started to feel ill, involving vomiting and went to hosp. Blood glucose reading at lab 558 mg/dl and pt's blood glucose on suspect device 331 mg/dl. Pt diagnosed with ketoacidosis and put on insulin drip.